Event description:
It was reported during the implant procedure that there was positioning difficulty with the lead. The atrial lead was removed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The visual inspection showed that the outer insulation was breached/cut, and there was some blood noted in the helix mechanism.